Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, externalized conductors were observed via fluoroscopy. All electrical parameters were in range. The patients condition is good and will be monitored.